Event description:
In 2008, the patient reported he has been experiencing bent cannulas with his insulin infusion sets "for years." He said he had a bent cannula about a week ago and his blood glucose elevated to 354 mg/dl with his target range being 100-150 mg/dl. He stated he correct his reading by changing his headset and bolusing insulin. The pt said he changes his headset every 2-4 days and was advised the recommended use is no longer than 3 days. He stated he believes that, due to being on an infusion device for years, he has developed scar tissue in his abdomen. Site location and rotation were discussed with the patient. He stated he does not think another location will work for him because of the type of work he does and the tool belt he wears. Complimentary infusion sets were sent to the patient along with a guide to infusion site management. The patient did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.